Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A csi diamondback peripheral orbital atherectomy device (oad) was used to treat a lesion in the anterior tibial (at) artery via femoral access. There was significant disease in the at with distal focal cto segments. A guide wire was used to cross the lesions, however, no balloon or catheters were able to cross. The physician decided to treat with the oad. The proximal section of the at was treated without issue. When a distal cto segment was engaged, the oad became stuck in the lesion. The opinion of the physician was that the crown became stuck in a cto segment that was highly calcified but that the vessel was large enough to accommodate the crown. Attempts to loosen the device were made, but they were unsuccessful. Imaging did not show staining or any vessel issue. A pedal access site was created, and attempts to loosen the oad with a guide wire were performed, however, they were unsuccessful. Balloons and catheters were unable to cross from the pedal access site to loosen the oad. The oad driveshaft was then cut to attempt to advance the driveshaft sheath over the crown, however, the crown remained stuck in the lesion. Attempts were made for over one hour to loosen the crown. An incision in the calf was then made down to the vessel, and the crown was surgically removed from the vessel. The incision was closed and the patient condition was good.

Manufacturer narrative:
The reported oad and guide wire were received for analysis. The wire was engaged in the oad and was destructively removed from the oad. After removal, the spring tip proximal coil material was damaged, and a coil fractured. Scanning electron microscopy of the guide wire fracture area revealed axial damage indicating that it was pulled into the driveshaft while the oad was not spinning. Necking due to tensile failure was also observed, which likely occurred during removal. As analysis identified the guide wire spring tip fracture was likely caused during device analysis, the fractured spring tip does not meet the criteria of a complaint . Visual examination of the oad revealed the oad driveshaft tip bushing was damaged and deformed. The proximal saline sheath had been cut. The data download from the device identified stall events, which may have contributed to the report that the device became stuck in the vessel, though that could not be conclusively confirmed. A guide wire passed through the driveshaft with no resistance. When tested, the oad functioned as intended. At the conclusion of the device analysis, the reported event of the device becoming stuck in the vessel was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).